Manufacturer narrative:
This supplemental report is being submitted to correct for MFR report #8010047-2020-00818. This event had already been reported in another report, MFR report #8010047-2019-04655. The initial report of MFR report #8010047-2020-00818 was submitted accidentally in duplicate.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, the following microbes were detected from the sample collected from the subject device. Instrument channel: enterobacteria (100 cfu). Balloon channel: enterobacteria (100 cfu). Distal end: enterobacteria (50 cfu) . Air/water channel:enterobacteria (50 cfu). Suction channel: enterobacteria (100 cfu). Unspecified location: unspecified microbes (80 cfu). The device had been reprocessed using peracetic acid. Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to omsc but was returned to olympus france.(ofr). Ofr sent the device to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from all channels of the device tested positive for coagulase negative staphylococci (2 cfu/endoscope) and gram positive bacteria (2 cfu/endoscope). The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.